Event description:
Consumer reported complaint for error message (e-3). The customer reported that due to the meter errors she had gone to the doctor on (B)(6) 2024. A blood test performed at the doctor's office had resulted in e-3 error and doctor had advised customer to contact manufacturer. At the time of the call the customer reported experiencing symptoms of dizziness and dry mouth. During the call, a back-to-back blood test was not performed by the customer; customer stated the e-3 error displayed with no blood on the test strip. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 04/19/2026 and open vial date is on (B)(6) 2024.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter error messages. H1: type of reportable event of serious injury is being submitted due to no defect being found on the returned products (meter and test strips). Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-030: user applied blood to strip before inserting strip into meter. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.